Event description:
The physician was attempting to use an admiral xtreme otw pta balloon catheter to treat a lesion in the superficial femoral/popliteal. The lesion exhibited 70% stenosis, severe calcification, and minimal tortuosity. The lesion was described as eccentric and diffuse. No abnormality noted during preparation and inspection of the admiral xtreme device prior to use. No resistance noted during insertion or with accessory equipment. During the procedure the balloon ruptured during the first inflation with pressure of 06 bars and there was contrast leakage. No patient complications reported. Another admiral was used to complete the procedure.

Manufacturer narrative:
Patient¿s condition affected effectiveness of device -70% stenosis, severe calcification. Balloon cut. Operational context contributed to event ¿ event most likely procedural related.

Event description:
Evaluation summary: during visual inspection no issues have been noted along the shaft, the connector, the device tip and proximal welding. The balloon contains blood. Guidewire lumen patency was checked with a .035" guidewire, no issues noted. The balloon was inflated and a cut in the middle portion has been identified. No other issues have been identified.

Manufacturer narrative:
Results and conclusion: root cause is undetermined. Conclusion not yet available: evaluation in progress patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.